Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the groin was "extremely scarred and tough"; however, the sutures of one prostyle deployed successfully. When attempting to deploy a second prostyle device, the lever was unable to be closed to retract the foot of the device. Upon manipulating the device, it was noticed that the distal and proximal guides had separated and were being held together by the actuator wire. Cut down surgery was performed to remove the prostyle device. The aaa interventional procedure was then performed and the groin was closed with a surgical graft. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.